Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Manufacturer narrative:
H.10. Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. G. 3. Report source: under the above section "user facility" was incorrectly selected. The only report source is "health professional".

Event description:
N/a.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on 15-aug-2017 a field service engineer (fse) performed hybrid arm adjustment and hybrid arm level measurement procedure, which resolved the issue. The instrument was performing within specifications. A 13-month complaint history review for serial (B)(4) found one (1) similar complaint during this time period. The aia-2000 under appendix 3: flags, states that a <l flag indicates that calculation failed due to assay result being under assay range. It is important that users should not ignore the flags displayed with assay results of the aia-2000. Appendix 4: error messages states that error message 4527 - pretreatment-detection table rotation motor overrun occurs when the positioning sensor activates improperly during rotating of the pretreatment-detection table. The most probable cause of the reported event was due to an alignment issue with the hybrid arm.

Event description:
On (B)(6) 2017 a customer reported error message 4527 - pretreatment-detection table rotation motor overrun positioning sensor and hearing an unusual sound with the aia-2000 analyzer. On 15-aug-2017 a field service engineer was dispatched to address the issue. On 14-sep-2017 through a follow-up with the customer, tosoh bioscience, inc., was notified that on (B)(6) 2017 three (3) patient results were <l on vitamin d that were within normal range upon repeat. The customer was not able to provide specific values, whether any of the results were reported out of the lab, and if any treatment was adjusted.